Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this non-complaint patient was found unconscious for an unknown root cause. Additionally, this patient had experienced an unconscious episode previous to this one. Review of the stored data from the first episode identified noise and five inappropriate shocks. A closer review of the data identified the noise appeared to be from cardiopulmonary resuscitation. A boston scientific technical services consultant documented and discussed the clinical observations. No additional adverse patient effects were reported.